Event description:
Total knee arthroscopy performed 11/9/1995 at another unknown facility. Presented to orthopedic 4/1997 with complaint of chronic problems with knee, documented as "loosening" via bone scan. Removed total knee components and replaced with johnson & johnson ps. Notified by wright medical that "event occurred at reporting facility. No report of product problem identified by facility. Apparently surgeon complained to vendor.